Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) was selected for use, when the orion was inserted, suction was applied, and a larger-than-expected amount of air was aspirated. This was detected when blood was aspirated from the syringe. The procedure continued with the original sheath using an air tray. The procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) was selected for use, when the orion was inserted, suction was applied, and a larger-than-expected amount of air was aspirated. This was detected when blood was aspirated from the syringe. The procedure continued with the original sheath using an air tray. The procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.